Manufacturer narrative:
Conclusion = device has been evaluated but not repaired. The estimate was rejected and the device returned unrepaired per customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the ventilator's ac inlet connector was observed. The device had evidence of physical damage. The device was returned unrepaired.